Manufacturer narrative:
This report is being submitted to report additional information. The following sections were updated:date of report, description of event or problem, device identification, concomitant medical products, premarket identification, type of reportable event, follow up type, device evaluated by MFR, device manufacture date, adverse event problem, concomitant medical products. Device evaluations results/investigation findings: product review of the meshgraft ii by flextronics on (B)(6) 2019 revealed that the device was outside calibration specifications. Repair of the meshgraft ii was performed by flextronics on (B)(6) 2019 which included calibration of the device. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: the root cause of the reported event could not be specifically determined with the information that was provided. During the product review by flextronics it was noted that the device was outside calibration specifications. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted. Report source: foreign country: (B)(6).

Event description:
It was reported that the alignment cutting roller, does not work. No further information are available the event occurred prior to surgery. There was no harm or delay that occurred with the patient.